Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the system logs showed no data that would indicate that the fault had occurred in the field. During a visual inspection, fluid intrusion was observed in the clutch switch assembly, which was related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion clutch switch button was further inspected and was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the insertion clutch switch button within the affected usm cause by a fluid intrusion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the usm has been evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that arm 1 would not lock in place due to the port clutch button not releasing. The tse instructed the customer to undock the arm, remove the drape, and work on unsticking the button. The customer successfully unstuck the button and noted the presence of black grease coming from it. The customer continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.